Event description:
The date of event is unknown. Customer reported set leaked at bottom portion of the pumping segment in the ambulatory treatment center. No patient injury. No further patient/event information provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.